Manufacturer narrative:
(B)(4). Based on the information obtained during baxter's investigation, this incident was determined to be caused by product misuse. The label review found the labeling adequate for the potential use error(s) in this complaint. Baxter has received similar reports for the reported condition. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown the sample was not requested. If additional information becomes available, a follow up report will be submitted. This is number 3 of 3 complaints reported for this peritonitis.

Event description:
During a follow up call to the home patient's nurse, it was reported that the patient had peritonitis that was clearing up. It was reported that the peritonitis was due to a break in aseptic technique and was being treated with antibiotics (unknown).